Manufacturer narrative:
Other applicable components are: product ID: 37746, serial# (B)(4), product type: programmer, patient.

Event description:
The patient reported that their implantable neurostimulator (ins) is not working. They stated that the ins won¿t charge or do anything. The patient added that the programmer won¿t recognize the ins when try and sync. They noted that they changed out the programmer batteries, but then the screen went blank. The patient stated that before the ins stopped working, it would sometimes charge and sometimes not. They would try charging, and the ins would charge for a little bit, but did not hold a charge like it usually did when they first got the ins. They mentioned that they have not charged the ins for about 2 months now. The patient could not troubleshoot at the time of the report, as they did not have their external equipment. They also did not know their healthcare provider¿s information. No further complications or patient symptoms were reported. The patient was implanted for radiculopathy and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they confirmed they had a poor communication screen on their programmer, and reposition antenna screen on their recharger. They stated that the recharger itself is charging. The patient was to contact their physician¿s office in order to have a manufacturing representative present at their appointment. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.